Event description:
A clip got broken at loading to the applier. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The customer returned one cartridge from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The hook half of a broken clip was also returned loose. The cartridge and loose clip were visually examined with and without magnification. The cartridge was returned with the pierced boss half of a broken clip remaining in it. The remaining clip in the cartridge and the loose clip were both broken in half at the hinge. The finger in the slot with the remaining half clip was damaged. R & d was consulted about the broken clip and the clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clip was broken in half at the hinge which is due to inadequate specification of hinge thickness and is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. Visual examination of the returned clip revealed that it was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
A clip got broken at loading to the applier. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f2100690 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.